Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to high ketones of 20. The customer was in the hospital for three days. The blood glucose was unknown. The customer mentioned that they were receiving alarms on the insulin pump. Nothing further was reported.